Event description:
Boston scientific received information that this patient had an abrupt occurrence of shortness of breath (sob) at which time his lips turned blue. The patient was taken to the emergency room (ER) and the patient stated that a boston scientific representative evaluated his device and noted pacing of 120ppm for four hours. The caller stated that this representative reprogrammed the device and found that rate response (rr) was the cause of the maximum rate pacing. Creatine kinase (ck) enzymes became elevated and the physician notes from that day stated the patient had pacemaker mediated tachycardia (pmt). No adverse patient effects were reported.

Manufacturer narrative:
The patient was evaluated in the clinic three weeks later and sensing, impedance and threshold measurements were all stable. A retrograde conduction test was performed and was unremarkable. It was noted that the patient's rate was programmed to 120 ppm for the test and the patient was not aware of the rate change. Another boston scientific representative discussed the clinical observations with a physician who does not believe there was pmt but the mode programmed to ddir to prevent any retrograde tracking, if it exists. This representative also reported that he was not present when the patient was in the hospital and he does not know who checked this patient's device at that time. The patient will be followed again in two weeks. No other adverse events have been reported. This product issue will be updated if additional information is received.